Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. At approximately 5:00 pm her cgm alerted for an urgent low with a reading of 45 mg/dl. She stated that her glucose usually runs on the high side and at the time she did feel a little low, although no symptom details were provided. She did not check her bg at home because she recently got a new meter and she and her husband had not yet learned how to use it. She called her physician who advised her to go to the emergency room (ER), and she went to the hospital immediately. At the hospital her bg was checked via both a fingerstick and a lab draw and one of the values was 86 mg/dl; she is not sure which source that value was from. The cgm was still reading low so they did a second fingerstick and determined the sensor was the cause of the discrepancy. During the ER stay she also experienced a sensor error then the cgm started working again later but then gave a low value of 45 mg/dl. She was discharged after 2 hours with no further treatment. At the time of contact she was at home and stable, with an appointment to see her doctor and nurse later that day. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.